Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having a problem with their implantable neurostimulator (ins) battery for the last month or so. The patient stated that they have charged every three days since they got their ins. The patient reported that sometimes their ins would stay full for four to five days then all of a sudden deplete in five hours. No falls or traumas were reported that could be related to this issue. The patient stated that they haven't had any change in activity and have not made any programming changes. It was later noted that the patient has had to increase stimulation because there were times where they wouldn't feel it in their legs. The patient was to follow up with their healthcare provider (hcp) to have their device checked. No further complications were reported or anticipated. Indication for use is radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. The patient reported premature battery depletion. From a clinician programmer check, her battery seems to be working normally. Charging works and there is full coupling. The patient complains of battery depletion after 2 days. Surgical intervention was planned to resolve this issue. There were no further complications reported.